Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 400 mg/dl. Customer reported that the insulin pump had no delivery insulin flow blocked. Customer reported a past event. Customer reported that the event was resolved by changing complete set. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.